Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/22/2014 with the following findings: the investigation was completed using the returned battery cap. The keypad cover was found to be torn/cut. All buttons were found to be under responsive to user input. There was also evidence of contamination found under all button key contacts. The down key contact was found to be inverted. Unrelated to the complaint, the text on the display screen was found to be dim, faded and had a reddish tint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The up, down and ok keypad buttons reportedly unresponsive. It was noted that the keypad was torn/punctured. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.